Event description:
The complaint claims that an individual was injured when sodium azide build up in a pipe he was working on exploded. At the time of the explosion, the sink was being repaired and had been out of service, allowing the pipes draining the sink to dry out. The sink had been used for the acl top instrument. Note: event happened on approximately (B)(6) 2010 but customer did not contact our distributor until april 27, 2012, who notified (B)(4) on may 04, 2012.

Manufacturer narrative:
In august 2009, a customer notification was sent by our distributor ((B)(4)) to all acl top customers stating the precautions that should be taken when disposing of reagents, routine decontamination of drains, and also decontamination of plumbing containing explosive azides. Also included with this notification were suggestions for a warning tag to be placed on "your plumbing in a prominent location" as a reminder of proper disposal of reagent waste. This FDA notified recall action was closed with 100 percent customer notification by our distributor. Further, according to the il msds, the waste solution should be separated from acids and heavy metals because of risk for explosion. The kit hazard classification (excerpt): "do not empty into drains." Special requirements: keep away from acids (sodium azide reacts strongly) and away from contamination with heavy metals. Sodium azide has been reported to form lead or copper azide in laboratory plumbing which may explode on percussions. Do not empty into drains. Based on the review and good laboratory practices, the product labeling is correct, with no remedial action required.